Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause for the no disposable alarm to be an issue with the downstream occlusion (dso) sensor and the most probable cause for the air bubbles to be user error, most likely caused by the medication being added too quickly; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "no disposable" alarm. Silenced it, settings reviewed, powered off/on. Pump still has no disposable alarm so powered back off. Cassette removed, tubing rubbed, pinched and tapped cassette on a hard surface. There is a green stop clamp on the line. Depressed the clamp to plump up the line and move the air bubbles. Replaced cassette, still has no disposable alarm. Powered pump back off. Medication 5fu. Rate 2.2; res vol 87.2; given 12.88. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.